Event description:
The pt reported experiencing elevated blood glucose of up to 550 mg/dl from approx (B) (6) 2009 -(B) (6) 2009. The pt stated the infusion set is leaking insulin from beneath the cannula and self adhesive. The pt notices the issue when clothing becomes wet with insulin during a bolus. The pt change the infusion set and boluses through the infusion device to lower blood glucose levels. The pt's normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.